Event description:
Boston scientific crm received information that this right ventricular lead impedances were trending upward and are now 2000 ohms. The caller informed that the sensing and thresholds were normal and there was no noise observed. There were no adverse patient effects reported.

Manufacturer narrative:
As of this report, the lead remains in service. Should additional information become available, this event would be updated as necessary.